Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states she continues to receive a no delivery alarm when attempting to bolus. Customer attempted to troubleshoot herself. Her blood glucose was 251 mg/dl and she treated with a manual injection. Troubleshooting was perform on insulin pump. Customer was able to deliver a bolus successfully.